Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. A first clip, a triclip xtw (51009r1102) was inserted and deployed on the tricuspid valve without issues. A second clip, a triclip xtw (60116r1009), was then inserted and deployed on the tricuspid valve. However, difficulties visualizing the clip occurred, and 2 minutes post deployment, the second clip detached from the septal leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). There were no additional clips implanted. Tr was reduced to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.